Event description:
It was reported that a malfunction occurred, displaying a malfunction code identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support who provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.